Event description:
Provider states the unit makes a loud noise when runs and shuts down.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.